Manufacturer narrative:
510k: this report is for an unknown synthes 2.7-mm/3.5-mm locking compression distal fibula plate (lcp-f)/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: lyle, shirley, malik, catherine, oddy, michael j. (2018), comparison of locking versus nonlocking plates for distal fibula fractures, the journal of foot & ankle surgery, volume 57, issue 4, july¿august 2018, pages 664-667. ((B)(6)). The purpose of the retrospective study was to review the use of the bone specific distal fibula locking plate and compare implant selection for all lateral malleolus fixation using three (3) different plates. From january 2011 to december 2012, 145 patients with ankle fractures who underwent surgical fixation with a distal fibular plate were included in the study. The implants used were a synthes one-third semitubular plate (stp), a synthes 3.5-mm limited-contact dynamic compression plate (lc-dcp), and a synthes 2.7-mm/3.5-mm locking compression distal fibula plate (lcp-f). Of the 145 patients, 87 (60.0%) received an stp, 22 (15.2%) an lc-dcp, and 36 (24.8%) an lcp-f.). No significant differences were found in the sex distribution among the 3 groups. The study then evaluated and assessed the costs (implant cost) and incidence of complications among the patients using the three plates. All radiographs of the pre- and postoperative ankles were also assessed. The following complications were reported: the lcp-f group: 1 patient who had required washout and removal of metal for infection. 1 patient who underwent removal of symptomatic metalwork for pain, 1 who underwent revision with the addition of syndesmosis screws, and 1 patient with nonunion who underwent revision to fusion. This report is for unknown synthes 2.7-mm/3.5-mm locking compression distal fibula plate (lcp-f). This is report 3 of 3 for (B)(4). A copy of the literature article is being submitted with this medwatch.